Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2019. Evaluation: received one drain broken in two pieces in the area where it is connected to the patient: the broken area is uneven and has signs of damage. The drain could break following some damage (cut/nick) during its use.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020.

Manufacturer narrative:
Product complaint : (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a (B)(6) year old female patient underwent a posterior lumbar interbody fusion procedure on (B)(6) 2018 and a drain was used. Two days post operatively, when trying to remove the drain used on the spine, the drain was broken in the ward. On (B)(6) 2018, it was tried to remove the drain in the ward, but the drain was broken, and the tip part was remained in the patient¿s body. An emergency operation was performed for removal of the broken drain, removing 5 cm stitches out of 8 cm of the initial incision site. The remained drain was removed. At this time, the condition is not getting worse. The patient is hospitalized currently. The surgeon commented that breakage of the drain was first experience. The drain could be pulled out smoothly, so the drain was not caught by something. The suture was also not caught by the drain. The cause is unknown at this time. Additional information has been requested.